Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the pump ran out of insulin. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to elevated blood glucose (bg) level of 600 mg/dl. Reportedly, a new cartridge was loaded and elevated bg was addressed by a manual injection.